Manufacturer narrative:
The reported issue of dim segments was confirmed. Testing results identified 3 out of 3 returned lvp display board assemblies with dim segments. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. The exact root cause was not identified, however prior failure investigations identified the most likely probable cause to be related to the led manufacturing process and/or raw materials. A supplier change notification was issued to improve the manufacturing process. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that allegedly the display segments were dim for two large volume pump modules and missing segment was identified for one large volume pump module, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that allegedly the display segments were dim for two large volume pump modules and missing segment was identified for one large volume pump module, and therefore, will be replaced. There was no reported patient involvement.